Event description:
The customer called to report being hospitalized due to a hernia operation. During the operation, the customer's blood glucose levels were not being monitored, and dropped to under 30 mg/dl. The customer did not feel that the insulin pump caused the issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.